Manufacturer narrative:
Device received with broken reservoir tube lip, broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the reservoir casing broken off and crack on battery casing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.